Event description:
Patient seen in clinic on (B)(6) 2018. Interrogation of the heartmate ii (hm ii) controller noted "driveline fault" alarms (visual but not audible). Waveforms and data from the controller as well as x-rays of the driveline sent to abbott labs for evaluation. No obvious areas of fracture/damage noted on the x-rays. The controller was changed under the direction of abbott labs due to the "driveline fault" alarms. The patient returned to clinic on (B)(6) 2018 at which time the controller history was showing ongoing "driveline fault" alarms. The decision was made to admit the patient on 05/14/2018 for splicing of the driveline. Patient admitted on (B)(6) 2018 for splicing of the driveline by abbott lab engineers. During the splicing procedure the controller alarmed "controller fault",. The controller was changed at that time without problems. Post driveline repair the controller immediately alarmed "driveline fault". Alarms the decision was made to change the pump. The evening of (B)(6) 2018 the patient changed from battery to ac power at which time the controller alarmed "low speed advisory, low flow and finally pump off". Patient was asymptomatic during these alarms. An ungrounded cable was provided without any further alarms. The patient was taken to the operating room on (B)(6) 2018 for a hm ii pump exchange. Surgery went well. The patient is currently recovering on our telemetry unit.